Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient required medical attention due to hypoglycaemia. The patient reported that their blood glucose levels measured 30 mg/dl, however this measurement was taken after the patient's son had used a gvoke pen to administer glucagon to the patient. Reported symptoms include profuse sweating, an inability to think, an inability to speak and inability to move. The patient was taken to hospital at 1am on (B)(6) 2026. The patient was treated with intravenous glucose as well as juice and sugar. The patient was released later the same day at 5:30am.